Manufacturer narrative:
The baxter technician found the head motor needed to be replaced. Examine the condition of the two CPR release handles, CPR cable, and CPR mechanism on the head motor. Make sure the screws are installed and fully tightened. Operate the head section to the high position, then engage one of the CPR releases. Make sure the head section lowers. Adjust the CPR cable as necessary. Do the same tests on the other side of the bed. Release the CPR handles and make sure the mechanism locks correctly when you operate the head up control for a few seconds. The head section must rise. Replace the head section motor in the event of a malfunction or the CPR cable if broken. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in (B)(6) 2022. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the head motor to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating when CPR was pulled bed went flat but would not max inflate or continue to trend. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).